Event description:
It was reported that the cover on the burr hole kit would not snap/lock into place over the clip and hole base ring. The surgeon used three dog bone implants to anchor the device into place. The environmental/external/patient factors that may have led or contributed to the issue was the base ring may not have been totally flat against the skull.  The surgeon tried to loosen the screws on the base ring to flatten out the base ring but could not get it to flatten out in order for the cover to snap into place. The issue was resolved by the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: b32000, lot#: 082m27121, implanted: (B)(6) 2022, product type: accessory. The main component of the system. Other relevant device(s) are: product ID: b32000, serial/lot #: (B)(4), ubd: 28-sep-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that the cause could not be determined, however it may have possibly been from the surface that the burr hole ring sits on was not flat after the surgeon recessed the hole. This was confirmed with the physician.